Manufacturer narrative:
Full product brand name: 3m¿ PICC/cvc securement device + tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing lot number was not provided. Without a lot number, expiration date and manufacture date could not be determined. H-10 3m received information that the internal jugular catheter was inserted in the ER and the dislodgement occurred in the ICU. The dressing was reportedly "wet and bloody" when the event was discovered. Dressing application technique was unknown. The IFU states the following: do not use 3m¿ PICC/cvc securement device where loss of adhesion could occur, such as with a confused patient, diaphoretic or nonadherent skin, or when the access device is not monitored daily. In addition, any active bleeding at the insertion site should be stabilized before applying the dressing. End of report.

Event description:
A physician alleged 1877-2100 3m¿ PICC/cvc securement device + tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing did not secure an ij (internal jugular) catheter properly and a patient lost his line in the ICU". The patient reportedly required reinsertion of their central catheter.